Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had power up test fails code # 10. No harm or injury reported.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) had power up test fails code # 10. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4,b5,b6, b7, d10, e1( initial reporter , event site address, event site telephone ),d8, d9, g3,g1(contact person ¿ mfg site), g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, medical device ¿ problem code, health effect ¿ impact codes), h11 due to character restriction in block e1 e1 event site address is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. 01/july/2025: checked and found alarm power up test fails code # 10 while turning on the machine. Cannot use the machine. Correction method for calibrating pressure transducer calibration tests, drive regulator calibration test. Correction -pressure transducer calibration tests : pass. Drive regulator calibration test : pass. Low helium transducer calibration : pass. Height helium transducer calibration : pass. Since the values used for calibrating the pressure transducer calibration tests use reference values for calibration as a preliminary test to confirm that other equipment is not further damaged, the company will bring the manometer measurement set to calibrate again later. Initially, the machine can run test by trainer normally and found that the time of the machine is distorted, not remembering the current time value. The device is more than 8 years old, so it is necessary to change the real time clock nvram ic every 8 years as specified by the factory. In the process of calibrating the values to confirm the values that the device can read again. 04/july/2025: power up test fails code # 10 check: calibrate values with differential pressure manometer sn/a011011. Transducer gain checks: pass - transducer calibration: pass, verify gain calibration: pass. Drive regurator calibration test: pass, low helium transducer calibration: pass. Height helium transducer calibration: pass, all manifoid test: pass , system run test: fail error power up test fails code # 10. The cause is from the pcba board, exec processor (0670-00-0770). There is a problem, cannot work. Iabp cardiosave is not available, waiting for a quote to replace parts. The hospital does not approve the purchase of spare parts as proposed by the company because the hospital will discontinue use of the old machine and purchase a new one to replace it.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4 , g3 , g6 , h2 , h11 , e3 , e1 ( event site address ).